Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd autoshield¿ duo pen needle experienced safety shield failure. The following information was provided by the initial reporter: the safety lock was not activated with the needle npe not retracted.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 24-may-2022. H6: investigation summary: one open 30g x 5mm safety pen needle sample and four photos were returned from an unknown lot. No., cat. No. 329705. Visual examination was carried out on the returned sample and photos and a bent patient end of cannula was observed. It was also observed that the non patient end of the cannula was activated. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the bd autoshield¿ duo pen needle experienced safety shield failure. The following information was provided by the initial reporter: the safety lock was not activated with the needle npe not retracted.